Event description:
It was reported that during testing at the user facility, the device was running on. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The failure for run on was confirmed through disassembly and visual inspection. The potted trigger assembly was corroded.

Event description:
It was reported that during testing at the user facility, the device was running on. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.